Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing an fmc cassette, and the serious adverse event of peritonitis, which required antibiotic therapy. The patient¿s primary pdrn assigned causality to a touch contamination event, as the patient¿s handwashing was nonexistent prior to initiation and termination of treatment. However, the pdrn reported the event(s) was not caused by a fresenius device(s) and/or product(s). Esrd patient¿s undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Based on the information available, there is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) deficiency, defect or malfunction occurred. Furthermore, there is no allegation or objective evidence a fresenius device(s) and/or product(s) failed to meet manufacturer specifications. Therefore, the fmc cassette can be disassociated from having caused or contributed to the patient¿s serious adverse events.

Event description:
On 8/oct/2021, fresenius became aware (via a customer experience survey) this male patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) experienced a serious infection. No additional information was provided during intake. Follow-up with the patient¿s previous pd registered nurse (pdrn) revealed the patient presented to the outpatient home dialysis clinic in 2021 (exact date unavailable) and was diagnosed with peritonitis. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was treated as an outpatient with intraperitoneal antibiotics (drug, dose, frequency duration unavailable). The patient¿s peritoneal effluent culture result returned positive (organism unavailable), and the patient¿s antibiotics were continued. The pdrn attributed causality to an unspecified touch contamination event, due to the patient¿s lack of handwashing after using the restroom prior to initiation and termination. Per the pdrn, the event(s) was unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient continues to undergo ccpd but transferred to a non-fresenius home clinic in oregon. The patient has recovered from the event(s).

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.

Event description:
On (B)(6) 2021, fresenius became aware (via a customer experience survey) this male patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) experienced a serious infection. No additional information was provided during intake. Follow-up with the patient¿s previous pd registered nurse (pdrn) revealed the patient presented to the outpatient home dialysis clinic in 2021 (exact date unavailable) and was diagnosed with peritonitis. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was treated as an outpatient with intraperitoneal antibiotics (drug, dose, frequency duration unavailable). The patient¿s peritoneal effluent culture result returned positive (organism unavailable), and the patient¿s antibiotics were continued. The pdrn attributed causality to an unspecified touch contamination event, due to the patient¿s lack of handwashing after using the restroom prior to initiation and termination. Per the pdrn, the event(s) was unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient continues to undergo ccpd but transferred to a non-fresenius home clinic in oregon. The patient has recovered from the event(s).